Manufacturer narrative:
H3 product analysis: evaluation determined that the part fell off from the attachment. The likely cause of failure is due to distal bearings are corroded. It was also noted that internal tube was corroded and laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure the part was fell off into the patient that had to be fished out. It was reported that there was patient impact. Additional information received stating that there was no patient impact and the part was retrieved from the patient, the event was occurred during lumbar spine procedure and there was few minutes delay in the procedure.